Manufacturer narrative:
The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(6).

Event description:
Same case as 2134265-2014-05975 and 2134265-2014-05751. It was reported that automatic pullback failure has occurred. During a procedure an ilab ultrasound imaging system was used to an unknown lesion. However, motordrive will not pullback and lcd display is normal. The customer rebooted the system, used a simulator and changed the sled but the issue was not solved. No patient complications reported.